Event description:
During use the unit failed to charge above 50 joules. Paddles connector believed to be faulty, misinforming the unit of the type of paddles connected (i.e., unit believed internal paddles were in use when in fact external type actually connected). Information received later indicates an alternate defibrillator was used and the patient's outcome was not effected.